Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced extreme pain. Treatment provided for these conditions include surgical revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced extreme pain. Treatment provided for these conditions include surgical revision.

Manufacturer narrative:
Additional information was received indicating that the mesh involved in this incident is not a medtronic/covidien product. No further reports will be sent for this event. The involved device is a cook surgisis mesh. If information is provided in the future, a supplemental report will be issued.